Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows: " date (B)(6) 2013, inratio2 1.4, lab 2.3. Time between tests: 5 minutes. Therapeutic range: 20.-2.5.